Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: investigators were able to duplicate the reported blank screen complaint. During testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen. Upon removal of the pump cover, no moisture, corrosion or any physical damage was found to the display screen, suggesting a display flex failure. A test display screen was used and pump powered up to a fully illuminated and clear display.